Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell two of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. The hp indicated that there was a loose connection between a supply bag and the cassette. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection on a supply bag was reported, which is a known cause of this alarm. The cause of the loose connection could not be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.